Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1406901) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: a pre-procedure femoral angiogram revealed mild pvd. Balloon lost pressure, deflated, and device pulled through the sheath at first stop. Converted to manual compression for less than 30 minutes with no complications. Unable to use a second device using buddywire technique. The patient was discharged from the hospital the same day of the procedure, (B)(6) 2014. Procedure: diagnostic coronary. Stick location: common femoral artery. Vessel size: 6mm.